Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A healthcare professional reported that during an implantable collamer lens (icl) implantation procedure, the lens tore/broke during injecting/delivery into the eye. The lens was removed and replaced intraoperatively with a backup lens and problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Corrected data: b5 a facility representative reported that during an implantable collamer lens (icl) implantation procedure, the lens tore/broke during injecting/delivery into the eye. The lens was later exchanged with a same length lens and the problem resolved. Cause of the event was reported as unknown. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).